Event description:
Related manufacturer reference number: 2017865-2024-70300. It was reported that the patient presented for a follow-up visit in the clinic with an infection and pocket erosion. The device was visible from the opened incision site of the implanted device pocket. A temporary lead was connected externally overnight. It was discovered that the temporary lead had dislodged, which was confirmed via x-ray. The entire system, including the implantable cardioverter defibrillator, right atrial lead, right ventricular lead, left ventricular lead, and the temporary lead, was explanted. The patient remained in stable condition.

Manufacturer narrative:
The reported event was dislodgement. A complete lead was returned in one piece for analysis. Visual inspection found the helix to be partially extended and clogged with blood/tissue. X-ray examination found no anomalies on the lead. The lead helix was able to be retracted and extended after cleaning. The measured full helix extension length was within product specification. Electrical testing was normal with no anomalies found.